Event description:
Nurses in the case needed to open about six packages before they got one set to work.what was the original intended procedure?cardiac cath procedure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.